Manufacturer narrative:
Device code (in addition to the initial codes).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. Also, a minimum fill notification occurred after the cartridge was filled with 120 units. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.